Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as corynebacterium jeikeium; however the gram stain morphology is shown as gram positive cocci. The identification corynebacterium jeikeium corresponds to gram positive rods. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus epidermidis as corynebacterium jeikeium when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4275104. The customer provided phoenix generated lab reports for the investigation. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using in house isolate s. Epidermidis pos 3644 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as corynebacterium jeikeium, however the gram stain morphology is shown as gram positive cocci. The identification corynebacterium jeikeium corresponds to gram positive rods. No health impact or consequence reported.